Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was a short in the cable of the radiofrequency (rf) head and it was noted that the rf head was unable to interrogate. It was noted that the rf head failed uplink/e-immunity tests. The rf head passed tests and interrogated with a known good cable. The rf head is no longer needed and will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a "short" in the cable of the radiofrequency (rf) head. No patient complications have been reported as a result of this event.